Manufacturer narrative:
A portion of this product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory a thorough product analysis was performed. Visual observation confirmed this lead was returned severed and only the proximal segment was returned. The insulation was melted 215 mm from the terminal pin, puckered 273-285 mm from the terminal pin and bent 305 mm from the terminal pin. The cathode coil was confirmed to be fractured 305 mm from the terminal pin.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited impedance measurements greater than 2000 ohms, loss of capture and no sensing. The same measurements were observed through the pacing system analyzer (psa). As a lead fracture was suspected, the lead was surgically abandoned. No adverse patient effects were reported.